Manufacturer narrative:
Investigation into this event confirmed that the pipettor was not performing as expected. The device was returned to ocd and a replacement sent to the customer.

Event description:
A customer observed that the pipettor was not aspirating properly. Dispensing variable volumes of reagents / samples could cause errorneous test results. There was no report patient harm as a result of this event.